Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the probe just quit working. The cable was swapped out but nothing changed. They opened a new kit to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).